Event description:
It was reported that the patient presented in clinic for follow-up. A chest x-ray was performed to reveal that the patient's right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. Patient was stable.